Event description:
It was reported that a patient experienced cardiac and respiratory issues coincident with automated peritoneal dialysis (apd) therapy. On an unreported date, the patient was hospitalized for unspecified ¿cardiac and respiratory issues¿. Treatment was not reported. It was not reported whether the patient was connected to the homechoice device when the issues occurred. The outcome of the event was not reported and at the time of this report, the patient remained hospitalized. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.